Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the patient feels they have run out of saline in the bladder. Patient pumps to get maximum volume and is now experiencing the bulb does not expand again. Patient allowed it to sit for 5-6 minutes but the pump would not pull from the reservoir. As soon as the patient released the valve, it expanded.